Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260 ,serial# va0xd2d039, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# va0wzlj006. Implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported she had her implantable neurostimulator (ins) re-sutured because it had fallen and the leads replaced at the same time because they had moved. Additional information received from a manufacturer representative reported the consumer liked the trial better, so they were trying to position it more right sided, right of midline, which was what was done, for more right sided coverage. Indication for use included spinal pain and post-laminectomy pain.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient was seen and programmed on (B)(6) 2016. The patient had coverage and relief plus the patient was doing well, last they heard.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.